Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 14-feb-2024. H.6. Investigation summary: material #: 301746. Lot/batch #: 3206072. Bd received 2 samples and 1 photo for investigation. The samples and photo were evaluated and the customer¿s indicated failure mode for missing sleeve was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, two devices were missing a sleeve cover. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, two devices were missing a sleeve cover. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.